Event description:
It was reported that the health care professional (hcp) inquired about device programming options to eliminate atrial pacing as the patient is symptomatic. The hcp also mentioned (sbr) sudden brady response. Technical services discussed programming options. The plan is to program to vdd at 45pbm. The device was programmed to vddr which seemed to help; however, the patient is feeling dizziness. Hcp inquiring about sbr programming. Technical services discussed options and noted the device is operating appropriately. Additionally, the patient was noted to be wearing a 30-day monitor. Additional information was received which reported the patient feels like there is a fork stuck or that he needs to burp. A CT scan was performed, and the right ventricular (rv) lead is through the myocardium. The device was re-programmed. Technical services discussed troubleshooting options. At this time, the pacemaker system remains in service. No additional adverse patient effects were reported.